Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: 'do not use the product if have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.''

Event description:
It was reported that the patient underwent prostatic resection for benign prostatic hyperplasia on (B)(6) 2021. The procedure went smoothly. After the operation, an 18ch/fr (6.0mm) disposable urinary catheter was used for urinary catheterization. The balloon was injected with 30ml of water and there was no abnormality. The patient returned to the ward with continuous bladder flushing but 6 hours later, the catheter suddenly slipped off. Later the examination showed that the balloon was found to be burst, but the skin was intact.